Event description:
It was reported that, she is now in a lot of pain. She states that she waddles and limps. She stated that she will be having a revision in the near future. Her surgeon was communicated to her that the stem is solid and therefore needs to be chip away at the bone. Therefore, bone will have to heal before the revision is done.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.